Event description:
It was reported that the patient felt -a twitch in the pocket of the pacemaker- post implant. The pocket was reopened on (B)(6) 2010, and it was observed that the lead was not fully seated within the pulse generator connector. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.